Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right lung wedge procedure, the staples did not form on the tissue. The staple line was incomplete. Another device was used to complete the procedure. There was no medical intervention or patient injury.